Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the indigo drill does not work; gets hot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was received in good condition. The heating complaint could not be confirmed as the motor was seized. The collet was replaced and the device was tested to specification. If information is provided in the future, a supplemental report will be issued.